Manufacturer narrative:
(B)(4). Batch t5af26. Additional information received: it was also reported that post op of the case the device was pried open to remove the specimen. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a device anvil area top view. The anvil area was noted in closed position with tissue that protrude of it. In addition, tissue can be seen inside of plastic bag and other tissue near of the plastic bag. Based on the photo alone, the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the doctor was using the device on an appendectomy they went across and he was unable to get it open. They had to excise the tissue around the stapler. It is unknown how the case was completed. There were no patient consequences reported.